Event description:
It was reported that customer experienced cartridge alarm 30 on pump and had also encountered cartridge alarms with consecutive cartridges. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, instructed customer to place problematic pump in storage mode and return it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.